Event description:
It was reported that the patient had a ¿bad day¿ and ¿a lot of rough days¿ and knew that group b was for when the patient had those sorts of days. So, the patient had change to group b. Since changing to group b, they could not get back to their adaptive stimulation settings. The programmer indicated that adaptive stimulation was turned on but it was not making the adjustments. The patient was on group a when adaptive stimulation was set. The patient was walked through changing back to group a where the patient wanted to be and verified adaptive stimulation was turned on. Within group a, there was program 1 set at amplitude of 2.70 volts and program 2 set at amplitude of 3.80 volts. Even though the patient successfully changed back to group a with adaptive stimulation on, they were not feeling any stimulation at the time of the report. The patient verified that stimulation was turned on. Also, the positions were no longer set. The programmer was indicating that the patient was lying down when they were actually standing up. It was reviewed how to set up the positions. The patient was having issues with the stimulator. It was later reported that the patient was having a problem with adaptive stimulation. The patient spoke with a woman 2-3 weeks prior about ¿autostim problem¿. The patient was told to call the healthcare provider (hcp) to set up an appointment with a manufacturer representative for programming. The patient contacted their hcp and the hcp noted they did not help with that. The patient texted the rep about three weeks prior that they were having problems but had not heard back. The ¿autostim¿ showed it was on but not adjusting like it should. The patient met with the rep on (B)(6) 2015 to have ¿autostim¿ turned on and it worked but then it quit working (B)(6) 2015. The patient had an hcp appointment the day after the report and wanted to know if the rep could meet there. The patient was having problems with adaptive stimulation. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s device was out of orientation and when she was sitting or standing it was showing lying right. The manufacturer¿s representative (rep) stated that the implantable neurostimulator (ins) was stable in the pocket, didn¿t move around, and was not tilted. The rep. Was advised to reorient the device and was told to reset the orientation under the position range on the clinician programmer. The rep. Was able to reorient the device correctly. The rep. Then stated that adaptivestim was not adjusting and didn¿t believe it was on. The rep. Was instructed to get back into the clinician programmer and check to see what groups adaptivestim was set-up on. The rep. Did not finish the orientation and was told to finish the orientation even if the patient didn¿t want stimulation on with lying right, left, and back. The patient programmer (pp) was used and reduced lying to zero volts, waited three minutes, and the device was oriented correctly and what the patient wanted. The rep. Was able to get the device working correctly by the end of the call. No falls or trauma was reported. The rep. Later noted that resetting the sensor settings were completed to provide insight into the issue. The cause of the event was determined to be patient related pp operational issues. The patient was reset and was doing well. Programming was done on (B)(4). The patient further noted that they received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).